Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Customer's blood glucose was 500 mg/dl at the time of event. Elevated blood glucose was addressed by manual insulin therapy.